Manufacturer narrative:
The device was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. The reported issue may be attributed to skin preparation and application techniques. IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found no further instances of the reported event. The risk files mitigate the reported issue with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, after remove of the film of an iv3000 1 hand 10x12cm ctn 50 there was a white residue on the patient's skin, increasing the risk of local skin infection. After scrubbing and disinfection with iodophor, the residue was removed. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).